Manufacturer narrative:
A4-a6: unk. H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -10.0/1.5/148 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. Reportedly, "two pieces of icl ultra axial, without iod diagram." The problem was resolved. The cause of the event was reported as unknown.